Manufacturer narrative:
Voluntary medwatch report received: mw5154320.

Event description:
Voluntary medwatch report received right ventricular lead exhibited noise and high pacing impedance. No intervention or patient effects were reported.